Event description:
At about 1 months from the primary,the patient presented with pain due to a dislocation of the bi-polar head from the femoral head following a fall. The surgeon revised the bi-polar head with another one of the same size. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 may 2026 ball heads: bipolar head 25060.2846 316lvm bipolar head d 28 x 46 (k091967) lot 2417181: (B)(4) items manufactured and released on 21-nov-2024. Expiration date: 29-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.012 cocr ball head 12/14 d 28 mm size m (k072857) lot 2417946: (B)(4) items manufactured and released on 11-dec-2024. Expiration date: 20-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the issue may have related to the specific parameters of the initial surgery, but this cannot be confirmed. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.